Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provider (hcp) of a clinical study reporting that there were poor impedances.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional as part of a clinical study. It was reported that there were out of range impedances on (B)(6) 2017, and that the impedance check stated to avoid electrodes 7 and 12. Connectivity was good. The patient's weight was not collected in the study database.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The rep reported that she was getting a warning for electrode #7 and 12, indicating impedance of 180 when those 2 electrodes were used in combination with each other. The rep reported that the rest of the impedance values were 600-700 ohms. It was reviewed to avoid using electrodes 7 and 12 together in programming. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received, it was reported that the rep instructed the patient not to use electrodes 7<(>&<)>12 together. Used electrodes 12 and 13.